Event description:
Anesthetized patient undergoing cervical lymph node biopsy in prone position with face in foam headrest. A flash fire occurred. According to the hospital's medwatch report, this event did not involve an electrophysiological procedure.

Manufacturer narrative:
This is an extremely odd event, we have contacted the user facility, but have not had a return response.